Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call sensor error on the insulin pump. Customer's blood glucose level was 170 mg/dl. Customer advised there sensor glucose was in the 40-50 mg/dl range. Customer's sugar glucose versus blood glucose is off by over 100 points. Customer advised there replacement sensor did not arrive and they have issues with their sensor. Troubleshooting for sensor error alert was performed. Customer's isig value was 0.38 and the alert occurred after initialization. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.